Event description:
(B)(6) clinical study. It was reported that vasospasm occurred. In (B)(6) 2013, clinical status assessment identified the patient's qualifying condition was unstable angina. The patient had abnormal fractional flow reserve (ffr) indicating ischemia prior to procedure. Subsequently, coronary angiography and the index procedure were performed. The target lesion was located in the mid left anterior descending (lad) artery with 70% stenosis, a length 15 mm, and a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.50 x 20mm study stent. Following stent deployment, spasm was noted and the physician treated the event with administration of intracoronary 300 mcg nitroglycerine. Following post dilatation, residual stenosis was 0%. The target lesion #2 was located in the 3rd obtuse marginal (om) with 80% stenosis, a length of 15 mm, and a reference vessel diameter of 2.25mm. The target lesion #2 was treated with pre-dilatation and placement of a 2.25 x 20mm study stent. Following stent deployment, spasm was noted and the physician treated the event with administration of intracoronary 300 mcg nitroglycerine. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).